Event description:
A bipap a30 was returned to a third-party service center for service. There was no serious patient harm or injury reported. The device was not in clinical use. During the evaluation of the device at a third-party service center, the device was visually inspected and found no evidence of foam degradation however, a ventilator inoperative error code indicating the device is exceeding the requested pressure settings for 10 seconds, or there was a high-pressure sensor reading, or a large amount of drift or a pinched/blocked tubing. There was no documentation of any component being replaced to address the issue. The device will be scrapped at the customer's request; therefore, no additional repair information was provided. A final report is being submitted. If any additional information is received, a supplemental report will be filed.